Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a broken reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she fell and cracked the device. Customer reported she was hospitalized for low blood glucose of 20 mg/dl. Low blood glucose was caused by kidney. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.